Manufacturer narrative:
The customer stated that they do not perform quality control testing for identification panels however 0.8% surgiscreen quality control testing was performed on (B)(6) 2026 and this was aligned with ortho's recommendations. The customer will be reminded that quality control testing should be performed for all reagent red cells. The customer stated that the gel card storage conditions and visual appearance prior to use was aligned with ortho's recommendations. According to ortho lot-specific information for 0.8% surgiscreen lot vss740, cell 1 is positive and heterozygous for fya(fy1), cell 2 is negative for fya(fy1) and cell 3 is positive and homozygous for fya(fy1). Therefore, it follows that, for patient one, the negative reaction obtained with cells 1 and 3 are not consistent with the expected reactivity of an anti-fya(fy1) antibody. According to ortho lot specific information for 0.8% resolve panel c lot vrc349, cells 1 and 5 are positive and heterozygous for fya(fy1), cells 3, 4, 6, 7, 8, 9 and 11 are negative for fya(fy1) and cells 2 and 10 are positive and homozygous for fya(fy1). Cells 2, 5, 6, 8 and 9 are positive and homozygous for jkb(jk2) and cell 3 is positive and heterozygous for jkb(jk2). Cell 9 is positive and heterozygous for lua(lu1) antigen. Therefore, it follows that: - for patient one the negative reactions obtained with cell 1, 2, 5 and 10 are not consistent with the expected reactivity of an anti-fya(fy1) antibody. - for patient two the negative reactions obtained with cells 1, 2, 3, 5, 6, 8, 9 and 10 are not consistent with the expected reactivity of a mix of anti-fya(fy1) and anti-jkb(jk2) and anti-lua(lu1) antibodies. According to 0.8% resolve panel a lot vra510, cells 1, 5 and 9 are positive and homozygous for fya(fy1) and cell 10 is positive and heterozygous for fya(fy1). Cells 3, 9 and 10 are positive and homozygous for jkb(jk2) and cells 2, 5 and 8 are positive and heterozygous for jkb(jk2) antigen. Cell 8 is positive and heterozygous for lua(lu1) antigen. Therefore, it follows that: - for patient two the negative reactions obtained with cells 1, 2, 3, 5, 8 9 and 10 are not consistent with the expected reactivity of a mix of anti-fya(fy1), anti-jkb(jk2) and anti-lua(lu1) antibodies - for patient one the weak positive reactions obtained with cells 1 and 5 are consistent with the expected reactivity of a weak anti-fya(fy1) antibody. - for patient one the negative reaction obtained with cell 9 is not consistent with the expected reactivity of an anti-fya(fy1) antibody. As part of the investigation, a review of the manufacturing batch records of 0.8% surgiscreen lot vss740, 0.8% resolve panel a lot vra510 and 0.8% resolve panel c lot vrc349 as used by the customer on the days of the reported events were performed at ortho's manufacturing site. There were no non-conformances related to the issue reported for any of the lots. The lots met acceptance criteria. As part of the investigation, samples known to contain anti-d, anti-k and anti-fya were tested for antibody screening and/or identification in iat using retained samples of 0.8% surgiscreen lot vss740 and 0.8% resolve panel a lot vra510 as used by the customer on one of the days of the reported events. The expected positive and negative reactions were obtained, therefore the issue reported by the customer could not be reproduced. The fya(fy1) antigen status of cells 1 and 3 of lot vss740 and fya(fy1) antigen status of cells 1, 5, 9 and 10, jkb(jk2) status of cells 2, 3, 5, 7, 9 and 10 and lua(lu1) antigen status of cell 8 of lot vra510 was confirmed. The lots continue to meet acceptance criteria. As part of the investigation, samples known to contain anti-d, anti-k and anti-fya were requested to be tested for antibody identification in iat using retained samples of 0.8% resolve panel c lot vrc349. Expected positive and negative results were obtained. The fya(fy1) antigen status of cells 1, 2, 5 and 10, jkb(jk2) antigen status of cells 1, 3, 5, 6, 8 and 9, and lua(lu1) antigen status of cell 9 were confirmed. The lot continues to perform as expected and meet release specifications. As part of the investigation, a review of the donors used to manufacture the affected cells for 0.8% surgiscreen lot vss740, 0.8% resolve panel c lot vrc349, 0.8% resolve panel a lot vra510 as used by the customer on the days of the reported events were requested at ortho's manufacturing site. No trend or systematic failure of these donors was identified. The review of the worldwide complaint databases was performed for 0.8% surgiscreen lot vss740, 0.8% resolve panel c lot vrc349, 0.8% resolve panel a lot vra510 and ortho mts anti-igg gel card lot 120225001-09 through to 09 june 2026. No other complaint was identified with call area falseneg. No trend was identified. No further investigation was carried out on these incidences. The potential assignable cause of the discordant negative antibody screening and/or identification results obtained by the customer for both patients is sample related, the patient's antibodies being weak and/or at the detection limit of the technique and reagents used. There is no evidence of any systematic failure of the ortho reagents to perform as intended. In mitigation of the discordant negative antibody screening and identification results, the 0.8% surgiscreen, 0.8% resolve panel a and 0.8% resolve panel c instructions for use state: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. No other complaint of this type has been received from the customer site since the time of the reported events.

Event description:
Report 1 of 2 cms (B)(4)/ ra614867 a customer contacted ortho global technical support center (gtsc) on (B)(6) 2026 after obtaining discrepant negative antibody screening and identification results for two patients using 0.8% surgiscreen lot vss740, 0.8% resolve panel c lot vrc349, 0.8% resolve panel a lot vra510 and ortho mts anti-igg gel card lot 120225001-09 in conjunction with their ortho mts workstation (B)(6). Complainant/complaint reporter: (B)(6) - medical technologist; (B)(6) USA date of events: 19 may 2026 and 22 may 2026 reported on: 27 may 2026 reagents: 0.8% surgiscreen lot vss740; expiry date 09 june 2026; manufacture date 07 april 2026 0.8% resolve panel c lot vrc349; expiry date 09 june 2026; manufacture date 24 march 2026 0.8% resolve panel a lot vra510; expiry date 09 june 2026; manufacture date 07 april 2026 ortho mts anti-igg gel card lot 120225001-09; expiry date 16 september 2026; manufacture date 16 december 2025 patient information: patient one: history of anti-fya(fy1); dat and autocontrol negative patient two: anti-fya(fy1), anti-jkb(jk2) and anti-lua(lu1) antibodies the customer reported that on(B)(6) 2026, they had tested a patient sample from patient one for antibody screening using 0.8% surgiscreen lot vss740 and ortho mts anti-igg gel card lot 120225001-09 in conjunction with their ortho mts workstation (B)(4) and that they had obtained negative reactions with the three cells of the red cell reagent (investigated under case # (B)(4). The customer stated that as this patient has a history of anti-fya(fy1) antibodies they were expecting a positive antibody screening result. The customer reported that on (B)(6) 2026 they had tested a sample from both patients for antibody identification in indirect antiglobulin testing (iat) using 0.8% resolve panel c lot vrc349 and ortho mts anti-igg gel card lot 120225001-09 in conjunction with their ortho mts workstation (B)(6) and that they had obtained negative reactions with the eleven cells of the red cell reagent for both samples (investigated under case #(B)(4). The customer reported that they had tested a sample from both patients for antibody identification using peg enhancement in tube method using competitor's reagents and that they had obtained positive reactions (1+ to 2+ reaction strength) with those reagent red cells homozygous for fya(fy1). The customer stated that via this method they were able to detect the antibodies for both patients. No further details were provided. As part of the troubleshooting, the customer was advised to test samples from both patients for antibody identification using 0.8% resolve panel a lot vra510 and ortho mts anti-igg gel card lot 120225001-09 in conjunction with their ortho mts workstation (B)(6) (investigated under case #(B)(4). The customer stated that they obtained: - weak positive reactions with cells 1 and 5 (homozygous fya cells) and a negative reaction with cell 9 (homozygous fya) for patient one - negative reactions with the eleven cells of the red cell reagent for patient two. No further details were provided. The customer reported that no biased results were reported to the physician. The customer reported that the patients were not harmed as a result of the reported events.